Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was performed for the subject device lot number 5295657. Manufacturing location: (B)(4). Date of manufacture: 14 aug 2006. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of a cannulated hex screwdriver broke into two pieces during a forearm fracture procedure on (B)(6) 2017. All fragments were easily removed. Another screwdriver was used to successfully complete the surgery with no delay. The patient outcome was as expected. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Customer quality (cq) engineering investigation: this complaint is confirmed. The handle is broken on the returned device. The handle was received in 3 large fragments and several small fragments. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. Investigation methods/evaluation results a visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. Visual inspection at cq confirmed the reported complaint condition. The handle is broken on the returned device. The handle was received in 3 large fragments and several small fragments. A dimensional inspection of the handle could not be performed at cq due to the broken condition (received in 3 large fragments and several small fragments). Screwdriver assembly made to revision m and current revision n and handle component drawing made to revision e / current revision e were reviewed during this investigation. No product design issues or discrepancies were observed. Most likely due to cumulative wear and repeated sterilization cycles rendering the phenolic handle to deteriorate on the returned 11+ year old reusable instrument. No new malfunctions were identified as a result of the investigation. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Per regulatory affair: this is a class I device, there is no 510k required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.